Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Since (B)(6) 2022, the washings through the j-tube were difficult. On (B)(6) 2022 during the endoscopy, a bezoar in the distal part of the tube was found and the tubing was replaced without any problems.

Manufacturer narrative:
Reference record (B)(4). List number is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.